Manufacturer narrative:
--

Event description:
New information became available when the patient called into boston scientific patient services (ps). The patient stated that she had recently been interrogated and that she had a syncopal event on the same lead that she had repaired once before. The patient also mentioned that during the lead revision a hematoma had to be removed. The boston scientific sales representative (sr) that interrogated the patient stated that there were several episodes of noise that could be recreated with arm movement on the right atrial (ra) lead. At the time of the interrogation, the patient never mentioned the syncopal event nor the hematoma. No changes were made at this most recent visit, and the lead remains implanted.

Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Subsequently, in (B)(6) 2012, the patient contacted the warranty department to report that the device had been explanted and replaced with a competitor device. The warranty consultant was informed that the patient had developed an infection that required a transfusion. The clinic was contacted in (B)(6) 2012 and according to the practice manager and clinic nurse, the device was replaced due to a non-specified malfunction and was included in an advisory. According to the practice manager, there was no indication that an infection was device or cardiac-related. The physician was contacted by the local representative and was informed that the patient's syncope and pacemaker function were separate unrelated issues.

Event description:
Boston scientific received information that this patient was having chest pains and went to the hospital. The patient stated that they were told thier lead or device was not working correctly. The decision was made by the physician that this right atrial lead had to be revised to determine what the issue was. Upon initial revision, it was noted that one of the setscrews did not seem to have been fully secured during the original implant. The lead was tested and all measurements were normal so the lead was inserted back in place. To date, there have been no additional adverse patient effects reported.